Event description:
Novo fine was broken in pt's upper leg. Case description: this spontenous case, received from another country was reported by a nurse as "novofine was broken in pt's upper leg," and concerns a female pt using novofine 8 mm (30g) for insulin administration due to type 2 diabetes mellitus. Reportedly, the pt has been using novofine needles, novopen and insulin since 2002. In 2005, the novofine needle broke in the pt's upper leg during administration of insulin. The needle was removed in the hosp on the same day and the pt recovered completely. The broken needle was discarded by the hosp, but a non-used needle from the same batch will be sent for investigation. Reportedly the pt was instructed in the use of the novofine needles and she does not reuse them. The pt does not perform air shots prior to injection. Skin injuries have not been observed by the diabetes nurse. Analysis result: product: novofine g30, 8mm. Lot #05d05b. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Visual examinations performed. Needles tested for resistance to breakage. During testing of an unused needle from the same batch that was returned by the reporter, it has not been possible to detect any irregularities. Nothing abnormal was found with the returned needle. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Nothing abnormal was found with the reference sample.